Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 failed continuously. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 2.1 was continuously failing. The field service engineer (fse) identified that the half-height matrix drawer 2.1 was not sensing the closed position, which was causing repeated failures, and the issue was duplicated using test software. The drawer was removed for inspection, during which a small tear was found in the retractor band cable at the point where the cable was secured with a zip tie. The retractor band was replaced, and the drawer was tested using test software and prescription testing, with all results confirmed as normal. During preventive maintenance testing, mini drawer 1.18 was found to pull past the final stop. The mini-engine was removed, and spilled medication was discovered, which had damaged the engine. The track was cleaned, and the mini-engine was replaced. Additionally, the battery, keyboard cover, switch plate, and fluid strip were replaced. The system functioned as intended after field service engineer repaired the device.